Event description:
The customer had been adjusting her medication according to blood glucose readings on the contour next link meter and had passed out several times due to hypoglycemia. At one point she tested her blood glucose and the reading was 21mg/dl. The customer did not mention any medical intervention. The customer is expected to return her test strips for evaluation. A new meter and test strips were sent to her.